Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 350 mg/dl and a bolus of insulin was delivered to address the bg level. The customer stated that high bg was due to eating more carbohydrates than were entered into the pump. The customer declined any further follow-up.